Manufacturer narrative:
(B)(4). Vyaire medical was able to verify the customer's reported issue during testing and evaluation. Bench testing revealed the ventilator failed to power up due to a nonconforming hybrid board. Further inspection found the unit had a burnt component. Vyaire medical replaced the hybrid board to address the reported issue.

Event description:
It was reported to vyaire medical that the ventilator would not turn on. While in service, it was discovered that the ventilator had a burnt component. There was no patient involvement associated with this reported event.